Event description:
Follow-up #2 received on 21-oct-2020 . The dentist told her that she had a little piece of needle (few millimeters) in her gum quality department concluded that if no trace of the cannula was detected on MRI, it was possible that the sequelae described by the patient were related to the procedure undergone and not to the presence of a cannula fragment. Follow-up #2 received on 21-oct-2020: additional information provided regarding analysis report. Causality re-evaluated on 30-oct--2020, on additional information received on 21-oct-2020: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices). B. Expectedness: foreign body in gastrointestinal tract: unexpected fr/us/ca. Needle issue: unexpected fr/us/ca. Pain: unexpected fr/us/ca. Administration site infection: unexpected fr/us/ca. C. Causality: a) latency - compatible. B) recognized association - no. C) analysis - in this case it was reported that a needle has broken and a piece of needle remained in the gum but tthe rmi did not confirmed the event. Therefore, the causal relationship between the device and the event was considered as not assessable. As the incident was not confirmed and no other claims have been registered on the batch therefore, no CAPA is required. Pain occurred following an infection and wisdom teeth removal procedure. Infection may be related to the reported initial decay. Pain may be related to needle injury but also to infection and tooth removal procedure which may have damaged the nerve. Therefore, the causal relationship between the device and th administration site infection was assessed as unlikey, and possible between the device and pain. D) dechallenge - na. E) rechallenge - na. Concluded causality who: possible for pain and unlikely for administration site infection. Follow-up #2 received on 21-oct-2020: assessment not changed.

Manufacturer narrative:
The manufacturer's device analysis results needle broken and foreign body in gastrointestinal tract was diagnosed but test performed did not confirmed the events. Therefore, the causal relationship between the device and the events was considered as not assessable. Remedial action / corrective / preventive / field safety corrective action in the absence of a proven defect and without possibility of investigation, no corrective action can be proposed. The incident was not confirmed, no other claims have been registered on the batch. Therefore, no CAPA is required. Final comments from the manufacturer without batch number of the needle used in the procedure, no investigation was possible. Following the patient's request, we could confirm that cannulas were magnetic. We also knew that cannulas were visible via x-rays. Therefore, if no trace of the cannula was detected on MRI, it was possible that the sequelae described by the patient were related to the procedure undergone and not to the presence of a cannula fragment.

Manufacturer narrative:
Manufacturer's preliminary analysis: no quality investigation performed (no batch and no piece of needle was available). Initial corrective actions/preventive actions implemented by the manufacturer: the incident was not confirmed, no other claims have been registered on the batch. Therefore, no CAPA is required. Final comments from the manufacturer: needle broken and foreign body in gastrointestinal tract was diagnosed, but test performed did not confirmed the events. Therefore, the causal relationship between the device and the events was considered as not assessable.

Event description:
Spontaneous report, from (B)(6). Local reference: #(B)(4). References: #(B)(4). This initial serious case report was received on 30-sep-2020 directly from the patient by the septodont contact formula (web) and follow-up #1 received on 02-oct-2020 from the patient by email were processed together: course of events: this case occurred with a female patient with an unspecified medical history. The patient came for a probable tooth decay. More than one year ago, the patient had been treated with septoject (21 mm) for dental treatment prior to restoration, concerning the tooth #47. Quickly after the treatment, the patient experienced severe pain and an infection for which the wisdom tooth had to be removed. During several months after dental treatment, the patient experienced terrible pain but could not find what was the cause of the pain. She claimed that between 1 to 10, depending on time, the pain was of 5 to 10. The professor told her that she had a little piece of needle (few millimeters) in her gum, near to the lingual nerve. He performed a MRI on unspecified date, MRI showed that there was nothing. The patient reported that they could not see anything, and asked if the needles were ferromagnetic, and a way to find the piece of needle. No concomitant medication or corrective treatment were reported. Outcome: at the time of this report, the patient was not recovered. Additional information was pending. Follow-up #1 received on 02-oct-2020: additional information provided regarding procedure, tooth and reaction. Sender's comments: causality assessment on 06-oct-2020, on initial information received on 30-sep-2020 and additional information received on 02-oct-2020: seriousness: serious (required intervention to prevent permanent impairment/damage (devices)). Expectedness: foreign body in gastrointestinal tract: unexpected fr/us/ca; needle issue: unexpected fr/us/ca; pain: unexpected fr/us/ca; administration site infection: unexpected fr/us/ca. Causality: latency - compatible; recognized association - no; analysis -in this case a needle has broken and a piece of needle remained in the gum, but test performed did not confirmed the events. Therefore, the causal relationship between the device and the events was considered as not assessable. The incident was not confirmed, no other claims have been registered on the batch. Therefore, no CAPA is required. Pain occurred following an infection and wisdom teeth removal procedure. Infection may be related to the reported initial decay. Pain may be related to needle injury but also to infection and tooth removal procedure which may have damaged the nerve. Therefore, the causal relationship between the device and administration site infection was assessed as unlikely and possible between the device and pain. Dechallenge - na; rechallenge - na; concluded causality who: possible for pain and unlikely for administration site infection